Event description:
It was reported that during a stenting treatment procedure, stent damage and a balloon rupture occurred, and the stent moved on the balloon. The 80% stenosed, eccentric and 31mm long de novo target lesion was located in the non calcified and moderately tortuous left anterior descending coronary artery with a reference vessel diameter of 2.75mm. A 0.014 inch floppy wire was used and the lesion was predilated with a 2x20mm non bsc balloon. The 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the target lesion. Some difficulty crossing the lesion was reported. The sds balloon was inflated 3 times. At the third inflation, between 14-18atm, the sds balloon ruptured "due to irregularities in its struts" and the stent failed to be deployed, though it was reported that it was partially expanded when the rupture occurred. The device was removed without difficulty and it was noted that the stent was damaged and that it had moved on the balloon. The procedure was completed with another of the same device. There were no complications and the patient condition post procedure was reported to be stable.

Manufacturer narrative:
Medwatch with (B)(4) is for the advantage system, medwatch with (B)(4) is for the aviva system.

Event description:
Caller reported blood glucose results of 475 mg/dl, 311 mg/dl, and 273 mg/dl within 10 minutes on the advantage system, 211 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.